Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim an intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5065009. Initial reporter also sent report to FDA - additional. Concomitant medical products and therapy dates - additional, if follow-up, what type?: additional information.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.